Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-09489, reference MFR. Report: 1627487-2018-09490. Follow up information identified the physician explanted and replaced the patient¿s scs system. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-09489. Reference MFR. Report: 1627487-2018-09490. The patient has two scs systems. This complaint is related to the thoracic system. It was reported the patient experienced overstimulation when stimulation was turned on after suffering a fall. Diagnostics revealed high impedances, and reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.